Manufacturer narrative:
(B)(4). Batch # r58k35. Investigation summary ==> the analysis results showed that one gst60g reload was received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: when the reload came apart did it occur inside or outside of the patient? Did any pieces fall into the patient? If so, were all pieces retrieved from the patient? It came apart outside of the patient.

Event description:
It was reported by that during set up for a sleeve gastrectomy. A green reload was reloaded in to the device it became stuck. The reload came apart. The device was not able to be reloaded so a new stapler was opened and the procedure was completed with no patient consequences reported.